Manufacturer narrative:
Remains implanted.

Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The 15 month follow-up CT showed the presence of a type ia endoleak due to the aortic body stent graft sealing rings being located in an aortic diameter outside the treatment range for the implanted stent graft. As of the date of this report, there have been no additional patient sequelae reported and a re-intervention is planned at a later date to treat the endoleak.